Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a newly implanted patient had a thromboembolic stroke with symptoms of lack of neurological contact and fixed mydriasis. The stroke was diagnosed after the patient had been extubated; the patient was urgently reintubated. Imaging confirmed a thrombus in the patient's basilar artery; an urgent thrombectomy was performed. The patient was noted to have no prior history of stroke or other neurological problems. Following the thrombectomy, the patient experienced imbalance. The patient later returned to the or three days post implant due to a hemothorax as diagnosed through an angiography. The patient showed symptoms of shock and hemodynamic compromise. The hemothorax was drained, and the patient's hemodynamic parameters stabilized. The patient's later imbalance improved with rehabilitation. The patient was eventually discharged and was reportedly stable at home.